Event description:
It was reported that cartridge tubing came apart when the customer took the pump out of the pocket. Customer's blood glucose level was in the 130-140 mg/dl range. Reportedly, a new cartridge was loaded to address the issue.